Event description:
It was reported tyco healthcare/kendall that a customer experienced a problem with the dental injector. The customer reports that the needle is not crimped properly; it detached from the hub.